Event description:
A report was received that the patient's battery was not sustaining a charge. Ipg was noted to be non functional. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician¿s preference. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's battery was not sustaining a charge. Ipg was noted to be non functional. The patient will undergo an ipg replacement.